Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that new sensor prompt occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. Data was evaluated and the allegation was confirmed as an early sensor expiration alert. The probable cause was determined to be potential patient misuse. The reported event of a new sensor prompt is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.